Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that auto identify for the programmer was not working. The user cleared the protected health information and then the programmer crashed and generated an error code. The programmer re-booted ok and the protected health information cleared without further issues. The programmer remains in use. No patient complications have been reported as a result of this event.